Event description:
It was reported that during a coronary stenting procedure, a coating issue occurred. An xch/035/260 (bx/5) amplatz super stiff guide wire was selected to access an unspecified target lesion. The physician removed the guide wire and noticed the coating was flaking off. The procedure was completed with another of the same device and no patient complications were reported. The patient was noted as fine post procedure.

Event description:
It was reported that during a coronary stenting procedure, a coating issue occurred. An xch/035/260 (bx/5) amplatz super stiff¿ guide wire was selected to access an unspecified target lesion. The physician removed the guide wire and noticed the coating was flaking off. The procedure was completed with another of the same device and no patient complications were reported. The patient was noted as fine post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The unit returned presented coil wire jumped, as part of overall visual revision. Visual inspection was performed and the device presents jump coils with the coating peeled at 9.6cm to 9.9cm approx. From the proximal end. All the outer diameter (od) measurements taken are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).